Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP/bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of some black particles were blowing out from the device and the device is noisy during operation. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This is the new b5 verbiage after device evaluation: a dreamstation auto CPAP device was returned to a third-party service center with an initial allegation of black particles coming out of the device. There was no report of serious or permanent harm or injury, and no medical intervention was required by the patient. During the evaluation of the device at the third-party service center, black particles were observed in the connection with the humidifier. The device was not repaired due to customer-requested scrap. Additionally, this device has been serviced, inspected, tested, and met acceptance criteria in accordance with all the applicable customer requirements. As per the device evaluation, in this follow-up report, the problem code grid, evaluation method code grid, component code grid, and conclusion code grid have been updated.